Event description:
It was reported that the patient had complaints of vague dizziness for a week. There has been a steady increase in the pacing thresholds on the right ventricular (rv) lead and now it¿s high. The pacing thresholds were readjusted. The physician elected to monitor the patient and leave the lead in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).